Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that alarmed displaying "system volume too low" message during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003 (B)(4). Contact person: (B)(6). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module was simulated use tested in a ventilator resulting in pressures and volume that are higher then set. The air gas module will also lead to low oxygen concentration. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The device logs are confirming the reported event.